Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 9-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie on the medstation was stuck, affecting a high importance drawer that holds keys to the addictive drugs cabinet. A technical support specialist found that agility job 7914695 was submitted on (B)(6) 2023 at 2:29:12 pm, started at 3:29:12 pm, and completed at 4:29:12 pm. The service request was fulfilled, and the case was closed. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es cubie was stuck. The affected drawer was of high importance, contained keys to the controlled substances cabinet. Patients were impacted, and no acceptable workaround was available. There were no adverse events or injuries reported based on this incident.